Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01230. It was reported that during an intercostal artery embolization, the patient experienced chest pain and patient complications occurred. Vascular access was obtained through the right groin. The target lesion was located in the internal mammary artery (ima) and the intercostal artery. The physician advanced a non bsc guidewire and .035 diagnostic catheter to the lesion when a dissection occurred. A direxion micro catheter was used to canulate the ima, near a graft. The patient started having chest pain and an interventional cardiologist was contacted to assist with the remainder of the case. An attempt to deploy a 4mmx8cm interlock coil was made in the intercostal artery, which branched off the internal mammary artery (ima). The coil would not deploy in the position that the doctor wanted due to the tortuosity of the vessels. During deployment of the coil the direxion micro catheter kicked back and the coil was deployed, but the proximal portion was left hanging in the ima. Physician than tried to retrieve the coil using a snare, but was unsuccessful, again due to the tortuosity of the vessels. The physician then gained access via the brachial artery of the left arm. The coil was able to be successfully retrieved. Two non bsc des stents were deployed in the ima to maintain proper flow as treatment for the dissection. Upon completion of the ima stenting, narrowing of the left anterior descending (lad) artery in the heart was noticed. The patient was then transferred to the cath lab were the lad was stented. No further patient complications were reported and the patient status is fine.